Manufacturer narrative:
The affected device will not be returned for investigation to the manufacturer. Should additional information / investigation results become available, a supplemental report will be submitted. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "the incident occurred during a hysteroscopy procedure. A deflagration took place inside the patient while a 15 charr resectoscope was being used. The patient did not suffer any harm, and the hysteroscopy could be completed successfully. The surgical procedure duration increased because the loop had to be replaced. The loop involved in the case was reported; however, the hospital staff discarded it, and therefore it will not be available for investigation." No negative impact in state of health reported.

Manufacturer narrative:
As stated in the initial MDR, the leading device (011050-01) will not be returned to the manufacturing site. However, all of the concomitant devices were returned to the manufacuring site as documented in section d9. Further lot/serial information of the concomitant devices was updated as documented in section d10. This event is filed under internal complaint ID (B)(4).